Manufacturer narrative:
Additional excluder® device included in this report: pxc121000/13468092. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Per IFU, a gore® excluder® aortic extender component is intended to provide an extension of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis. Based on the information provided, a conformable gore® tag® thoracic endoprosthesis was used instead, which may have contributed to this event.

Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu262610/13744197) and four gore® excluder® aaa endoprostheses to treat aneurysmal abdominal aortic, left common iliac, and right internal iliac arteries. The ctag® component was placed within the proximal neck. An excluder® trunk-ipsilateral component (rlt231212/13243909) was placed into this ctag® component. In the left common iliac artery aneurysm, an additional excluder® trunk was placed. The two trunk-ipsilateral components were bridged with a 27mm contralateral leg component, extending into the left external iliac artery. On the right side, the hypogastric artery outflow branches were coil embolized, and the right limb of the stent graft was extended with an additional contralateral leg component (pxc121000/13468092). At the conclusion of the procedure, a type ii endoleak was identified during an angiographic run. The physician stated the leak would likely correct after reversal of the anticoagulation, and elected to take a wait-and-watch approach. The patient tolerated the procedure. Follow-up studies reportedly revealed a persistent and large type ii endoleak originating from a large inferior mesenteric artery (ima). No aneurysm enlargement was reported. On (B)(6) 2015, the patient underwent a re-intervention procedure whereby percutaneous coil embolization of the inferior mesenteric artery and selective third order catheterization of the superior mesenteric artery branch were performed. Final angiography reportedly showed complete resolution of the type ii endoleak. On (B)(6) 2015, the patient presented to the facility with worsening right-sided back pain. A computed tomography (CT) scan on this day reportedly revealed a type iii endoleak between the ctag® and excluder® trunk components within the aortic aneurysm sac. According to the report, it also appeared that the right limb of the stent graft may not have been extending completely into the right external iliac artery. On (B)(6) 2015, the patient underwent a re-intervention procedure whereby the type iii endoleak was treated by relining the proximal stent graft and overlap junction between the ctag® and excluder® drunk components with a medtronic® endurant® 28mm x 70mm proximal extension cuff. The procedure also included revision of the right iliac limb of the endograft, whereby a medtronic® 13mm diameter limb was placed to extend the right limb of the stent graft into the right external iliac artery. An additional 12mm diameter self-expanding nitinol stent was also placed to eliminate kinking at the end of the stent graft. The endoleak was resolved, and the patient tolerated the procedure.